Event description:
It was reported that this cardiac resynchronization therapy defibrillator (CRT-D) delivered inappropriate therapy. Two inappropriate anti-tachycardia pacing (ATP) and two shocks were delivered for two separate atrial fibrillation (AF) episodes. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.